Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient did not hear the alert on the smart device and experienced an adverse event. The patient reported that their dogs started to bark, and patient's roommate went to see what the commotion was in the patient's room. The patient stated they did not hear an alarm due to being unresponsive, but the patient's roommate heard an alarm on the follower app. The patient experienced a low event, unresponsiveness, sweating, and a seizure. The patient's roommate then got an emergency ambulance at 3am and the patient went to the hospital. No prescriptions were prescribed to the patient. The patient was then released at 7am and the patient's roommate took the patient home. The patient was in good condition at the time of call. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unheard alert on the smart device could not be determined. A root cause could not be determined.